Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ecgs nonfunctional) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the pulse wire solder connection in the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt's ECG electrodes were non-functional.